Event description:
It was reported via repair work order that there was loss of ibed visual indicator on foot left and right side rails due to faulty leds. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: estimated repairs for customer.